Event description:
New information received notes that the right ventricular (rv) lead exhibited oversensing noise resulting in pacing inhibition.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission noted that the right ventricular (rv) lead exhibited oversensing noise resulting in high ventricular rate (hvr) episodes. Programming changes were suggested; no changes or interventions were reported. The patient condition was not known.

Manufacturer narrative:
Further information was requested but not received.